Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and reportedly, customer removes or adds insulin outside the load sequence. Tts informed the customer that adding or removing insulin outside the load sequence is off label per the tandem user guide. Customer successfully resumed insulin delivery. Customers blood glucose was 180 mg/dl.